Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Venting connector under grip was deformed and shaved. There were few additional findings. The bending section cover was loose. Adhesive on bending section cover was chipped. Due to damage on channel-tube, channel cleaning brush could not be inserted smoothly. Connecting tube had a dent. Scratches were found on eye piece, diopter ring, grip, angulation lever and up/down plate. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the ¿silver parts¿ of the venting connector of the tracheal intubation fiberscope came off. The device was returned and an evaluation at the repair center revealed, the coating of the image guide coil was peeled off (more than one (1) millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.